Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) began experiencing shocks in the middle of the back multiple times a day starting a couple of weeks prior. The patient disclosed a significant fall approximately one year earlier and required about a year for recovery, as well as multiple smaller, unspecified falls. The patient reported infrequent charging of the system due to the use of pain medications and noted that the onset of shocking sensations coincided with the resumption of system use. The patient was advised to consider discontinuing use of the system until evaluation by the managing doctor.